Event description:
It was reported that a spectrum iq pump had a frozen screen. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found to function normally without issue during troubleshooting of the device. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.